Event description:
I.m. Nail broke in canal. Surgery required to replace nail. Review of surgical database reports surgery one year ago. Follow up x-rays show significant non-union, and a break in the nail at the site of the non-union. No indication of product defect.